Event description:
A patient's head ws being positioned while held by a mayfield skull clamp, when a pin slipped causing an occipital scalp laceration. The laceration was about two inches long, in the right parietal area and required suturing wwith 3-0 nylon. The skull clamp and disposable pins were examined by clinical engineering. The skull clamp was found to be within the manufacturer's specifications and the pins were in good condition with no damaged tips. The surgeon questioned the stiffness osf the rocker arm on the clamp. Execessive stiffness was noticed during the examination but neither clinical engineering nor the manufacturer believed this contributed to the incident. The exact cause of the slippage cannot be determined at this time. It is thought to be related to either incorrect fixation to the patient's skull or improper seating of one of the rocker arm pinsdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: none or unknown, incorrect technique/procedure. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative. The device was destroyed/disposed of.